Event description:
While using zoll e series, pt with initial EKG of ventricular fibrillation was shocked using therapy pads -defib/pacing-. Pads were placed on pt using anterior/posterior location -one pad on pt's chest and one on pt's back-. During defibrillation, a "popping" noise was heard and a flash was seen coming from the anterior therapy pad. Immediately after the shock was delivered, the lcd monitor displaying EKG -sensing from the pads- and other monitored parameters, remained on, but showed only dotted lines across the screen. Limb leads were applied, the unit switched to sense EKG from the limb leads, and still the unit did not show an EKG tracing. The unit was removed from the pt and a second heart monitor/defibrillator was applied without complications. Dates of use: 2008. Diagnosis or reason for use: ventricular fibrillation, cardiac arrest.